Event description:
Medtronic received a report that the concerto coil detacher failed to function during procedure. Completed the procedure using a new product. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis #(B)(4) :equipment used: video inspection system (m-85519), ruler (m-83360), camera (panasonic lumix dmc-zs5) as found condition: the concerto pusher was returned for analysis within a shipping box; within a sealed plastic biohazard pouch; within an opened concerto outer carton; within an opened concerto inner pouch and within an introducer sheath. The unknown micro catheter used during the event was not returned for analysis. Visual inspection/damage location details: no damages or irregularities were found with the introducer sheath. The concerto pusher was found broken at the break indicator (figure c). The proximal segment (actuator interface, positive load indicator, and portion of the coupler tube) was not returned for analysis. The release wire and coin were fully retracted out of the lumen stop/pusher and not returned for analysis. The shield coil was found undamaged. The implant coil was already detached and not returned for analysis. The lumen stop was found damaged (figure e). Testing/analysis: the inner diameter of the lumen stop could not be reliably measured due to the damage. Conclusion: based on the analysis performed, the customer report of ¿non-detachment" could not be confirmed as the implant was already detached and not returned for analysis. However, it could not be ruled out. The lumen stop was found damaged, which could indicate that the coin was stuck within the lumen stop. As the proximal pusher, release wire/coin, implant coil and instant detacher were not returned for analysis, any contribution of these subassemblies and the instant detacher towards the non-detachment could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.